Event description:
Rptr had 1/86: breast augmentation with silicone gel implants. 1987-1994 she had capsulitis of left breast and chronic pain. 1988 - present she c/o chronic burning pain in neck/shoulder, especially right upper extremity. She also has "urgent" bladder. 1992 - present she c/o insomnia, chronic fatigue and numbing and tingling in extremities. 11/94 she had explantation of implants resulting in severe scarring and disfigurement. 1995 - present she c/o pain in left hip and very cold hands and feet (esp night).